Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-05-19 (B)(4) (con): information was received from a manufacturing representative (rep) and a patient. The patient reported that they had shocking stimulation randomly while doing daily activities. The patient stated that they got frustrated and turned the device off about 5 months ago. No contributing factors were known. The rep noted that a power on reset was cleared (por), and the device was reprogrammed. The issue was resolved at the time of the report. No further complications were reported or anticipated.